Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was admitted to the hospital for an elevated blood glucose level of greater than 500 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Reportedly, customer stated that they did not believe that it was due to a pump issue and that the pump was performing as intended. Customer stated that it was due to "other complications"; however, customer did not provide any further details. While in the hospital, customer was treated with intravenous insulin. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.